Manufacturer narrative:
Device evaluated by account personnel. (B)(4): object in brake system. Conclusion code: object removed by account; brakes functioned properly.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.